Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was no moisture damage inside the pump.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that he was working outside of a mine with a sifter and water. The customer stated that the pump was kept inside his pocket and could have been exposed to the water. The customer stated that he was using his backup pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.